Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction.

Event description:
It was observed during the device evaluation that the subject device exhibited a broken internal lens and a component failure involving the lens and the insertion tube. There was no patient involvement.